Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the plunger and tip clamps and lld contact spring were bad in the reported problem area of the pipetter assembly. The plunger and tip clamps and lld contact spring were replaced. The instrument was inspected, tested without further problem, and returned to service.